Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) 2019-03-14. It was reported that MRI compatibility guidelines were requested. The caller reported that the patient¿s manufacturer representative (rep) checked the patient device in office and determined that the ins has been dead and off for 3-5 years and the patient no longer uses it. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient told them the device was off due to an electrical jolting on their left arm three years ago. The indication for use was complex regional pain syndrome type I.